Event description:
It was reported that a cartridge alarm 30 occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge following the proper technique, and the customer was able to successfully load the cartridge and resume insulin therapy, resolving the issue.